Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 10/25/2019. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation of the implant. During analysis of the device a rupture was noted on the posterior view measuring approximately 1.8 cm. During the microscope examination striations were detected in the edges of the rupture. No other anomalies were observed. The striations are consistent with markings made by a sharp instrument perforating silicone material. As stated in the product insert data sheet, do not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps or scissors to contact the device during the implantation or other surgical procedures as this can result in rupture. No further investigation will be conducted on this complaint as there are no indication that the issue found is related to the manufacturing process. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Concomitant medical products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had a mentor smooth round moderate profile 425cc saline prosthesis placed experienced spontaneous unilateral deflation post procedure. As a result, the device was explanted on (B)(6) 2019.